Manufacturer narrative:
(B)(4). Batch # t5a66z. Additional information received: were there any patient consequences? If yes, please describe. - none. Investigation summary: the analysis results found that the ntlc75 instrument was received with no apparent damage and with an sr75 reload loaded present. The reload was received fully fired and the swing tab in the locked position. In addition, an sr75 reload b was received fully fired and the swing tab in the locked position. The device was tested for functionality in two staple height selector positions (green & blue) with a test cartridge reload and achieved its firing sequence without any difficulties. The staple and cut line were complete. However, the staple line at the distal end showed that several staples did not meet the staple form release criteria in the blue position. Although no conclusion could be reach on what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4).batch # t5a66z. Product complaint device was received for additional engineering analysis. The primary intent of the analysis was to determine if malformed staples noted were due to the anvil misalignment when the device was fired. The device was visually inspected, and no apparent damage was noted. However, misalignment was noted between the cartridge channel and the anvil channel when the device was closed. Due to the visual misalignment noted, the distal portion of the device was CT scanned to quantify the misalignment specifically between the cartridge channel and the anvil channel. A reload was placed in the device to provide a pre-load onto the channels of the device. This best represents the condition the device would be in during firing, which is when malformed staples could be observed. A misalignment in the lateral direction has the potential to produce malformed staple lines.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5a66z. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Photo evaluation summary: upon visual inspection of a photo, the following was observed: the photo shows a tissue piece from top view and five what appears to be staples leg and protrude of tissue. Based on the photo alone the event described is confirmed, however no conclusion or root cause could be determined. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? If yes, please describe. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, there was incomplete stapling (staples were rising without b shape).